Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that an aortic valve was explanted after an implant duration of fourteen (14) years, seven (7) months. The reason for explant remains unknown. No additional details provided.

Manufacturer narrative:
Device not returned. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Attempts to receive further information regarding the explant were denied due to the health insurance portability and accountability act (hipaa). No further actions are possible with the available information.